Manufacturer narrative:
During the inspection, it was confirmed that the outer tube was greatly bent, the inner lens was damaged, and no image was shown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via manufacturer representative regarding an endoscope used in med procedure. Pre-op diagnosis was lumbar disk herniation. It was reported that during procedure the shaft was bent. There was no patient symptoms reported. The product come in contact with the patient. There were no further complications reported regarding the event.